Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was brushing their teeth. The device was tested at the hospital. An automatic setup was completed with primary chosen as the best vector. Provocative maneuvers were also performed with low level noise present on the baseline, however no oversensing was observed. The device will remain in the primary vector and will continue to be monitored. No adverse patient effects were reported.